Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia twice. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia twice. The patient did receive medical intervention and reported to have been hospitalized. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found keratin contamination and/or other bio-contamination on the air inlet, on the interior of humidifier chamber. Liquid staining around device and humidifier connection. Mineral deposits were observed on the water tank pan. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 8 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of keratin, bio-contamination, liquid staining found were external to the device and mineral deposits consistent with water tank pan. The manufacturer concludes there was no evidence of sound abatement foam degradation.